Event description:
Follow up information received from the healthcare professional indicated that there was no event. If additional information is received, a follow up report will be sent.

Event description:
It was reported that the patient never had therapeutic effect. The ins led to more irritation than pain relief. The patient had been back to the managing physician several times for adjustments, but it still did not work. The patient stated that the physician kept "putting her off" when she told him that the device wasn't working. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead model 39565-65, serial# (B)(4), implanted: (B)(6) 2011, explanted: na; programmer model 37743, serial# (B)(4).